Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('ectopic pregnancy') and device dislocation ('no microinsertion the left pelvis or free in the abdomen') in an adult female patient who had essure (ess205) inserted for female sterilisation. Other product or product use issues identified: device placement issue "the essure device did not placed properly" and device ineffective "device ineffective/ left tube was not blocked". On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced device dislocation (seriousness criterion medically significant). At the time of the report, the ectopic pregnancy with contraceptive device and device dislocation outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The reporter considered device dislocation and ectopic pregnancy with contraceptive device to be related to essure (ess205). The reporter commented: on (B)(6) 2006 the left tubal ostia is identified and essure device is passed in to this. The essure device did not placed properly and was therefore removed this was readdressed with an additional device and inserted is usual fashion. Only 6-7 coils were noted to be inside of tube. She had 16-17 coils inside the uterus which discussing with adequate number inside the tube. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: post-essure micro insert with probable previous ectopic pregnancy; on (B)(6) 2007: patients left tube was not blocked. Right tube appeared to be blocked properly. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('ectopic pregnancy') and device dislocation ('no microinsertin the left pelvis or free in the abdomen') in an adult female patient who had essure (ess205) inserted for female sterilisation. Other product or product use issues identified: device ineffective "device ineffective/left tube was not blocked" and device placement issue "the essure device did not placed properly". On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criterion medically significant) and experienced device dislocation (seriousness criterion medically significant). Essure (ess205) treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device and device dislocation outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The reporter considered device dislocation and ectopic pregnancy with contraceptive device to be related to essure (ess205). The reporter commented: (B)(6) 2006. The left tubal ostia is identified and essure device is passed in to this. The essure device did not placed properly and was therefore removed this was readdressed with an additional device and inserted is usual fashion. Only 6-7 coils were noted to be inside of tube. She had 16-17 coils inside the uterus which discussing with adequate number inside the tube. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: post-essure micro insert with probable previous ectopic pregnancy; on (B)(6) 2007: patients left tube was not blocked. Right tube appeared to be blocked properly. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 20-jul-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.